Manufacturer narrative:
Product evaluation: the lens was returned in a specimen cup with the associated cartridge. The lens has been cut into pieces. Three pieces were returned. Small scratches are observed on the anterior and posterior surfaces. A triangular shaped crack is observed on the center of the largest portion (may indicate a plunger override). There are parallel marks near the edge which appear to have been caused by an instrument used to grasp the lens. Iol product history records were reviewed and documentation indicates the product met release criteria. A qualified cartridge and viscoelastic were used. Lens and cartridge damage was observed which may indicate a plunger override occurred. The root cause for observed damage may be related to a failure to follow the dfu. An inadequate amount of viscoelastic was observed in the cartridge. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage or delivery issues. The damage observed to the tip of the used cartridge typically occurs if the lens is not positioned correctly/folded correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; and/or if the handpiece plunger is not positioned correctly at the trailing optic edge. This can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge causing damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the lens was noted to be scratched after implantation. The procedure was completed the same day with a backup lens. There was no patient harm. There are two medical device reports associated with this event. This report is for the iol.